Event description:
The hcp reported the pt came into the office stating the pump had stopped and they were in withdrawal. The hcp stated the pt was not due for a refill until the next month. A follow up report will be sent when additional info is received.